Event description:
On 10/23: customer reports female (age not provided) patient, under mild sedation, having procedure for catheter placement, when fluoro failed. Patient moved to another room and procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of manufacturing investigation, a medwatch 3500a supplemental report will be submitted.